Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was experienced bio-ID issues after upgrade to es 1.11. A technical support specialist confirmed that messages were sent to the customer. (B)(4) remains pending the hotfix release. Until the hotfix becomes available, the knowledge article regarding rebooting remains valid, and affected devices will continue to require a reboot. The customer acknowledged this and approved closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced bio ID issues following an upgrade to es 1.11. There were no delay or adverse events or injuries reported based on this event.